Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues reoccurred.